Event description:
It was reported that the biomed had an arctic sun device that was failing the fluid delivery line (fdl) valve test, the device has over 2000 hours and no history of the 2k preventive maintenance. Coming in for 2k preventive maintenance. Per sample evaluation results received via task on 08dec2025, it was reported that the device primed to fill during decontamination. Tank seals were worn/torn. The circulation pump outlet and mixing pump tubing were found to be dry rotting/experiencing material degradation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue circulation pump failure. The device primed to fill during decontamination. Circulation pump was serviced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions are needed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.